Manufacturer narrative:
No product will be returned for investigation. Product was discarded and no lot number available for investigation of DHR.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer not returning. Product not received at investigation site.

Event description:
In this event it is reported that a waveone gold glider 015-02/25mm blister 3 us broke during use. Doctor was working on a calcified canal on tooth #5, approximately 3mm of the tip broke near the apex. Doctor filled behind. File was discarded. No injury.